Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at nominal rated burst pressure for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post-procedure.